Manufacturer narrative:
Specific date of occurrence was not provided. (B)(6) 2018 was used for date of occurrence since the customer reported they switched to this dressing within the last couple of weeks. Lot number was not provided. Without a lot number, expiration date and manufacture date could not be determined. The customer reported no patient injury was associated with this adverse event. An MDR was sent for this report because the patient required reinsertion of a huber needle to prevent loss of therapy. End of report.

Event description:
A nurse reported an outpatient was receiving an IV chemotherapy infusion via an implanted port at home. The port was accessed with a huber needle and the chemotherapy was infusing via an IV pump. A 1668 3m¿ tegaderm¿ IV transparent film dressing with adhesive-free window was applied to the site. The patient returned the following day and the huber needle was partially dislodged from the port. The dressing was reportedly still intact. The port was re-accessed with a new huber needle, redressed and the chemotherapy infusion was restarted.